Event description:
An opthalmic surgeon reported that an air bubble appeared from the port of the probe during a vitrectomy procedure. The issue was resolved by replacing the prod. There was no harm to the pt. Add'l info has been requested.

Manufacturer narrative:
No sample has been rec'd by mfg for eval. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when add'l reportable info becomes available. (B)(4).